Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device was unable to communicate via bluetooth with two different mobile transmitters. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.